Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined. The instructions for use (IFU) states that it is possible to experience very bothersome visual disturbances, significant enough that the patient could request explant of the intraocular lens (iol). Most patients implanted with the company iol are likely to experience significant loss of contrast sensitivity as compared to monofocal iol. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that following an intraocular lens (iol) implant procedure, the patient had glare and halos due to which he/she was unable to drive at night and headache. The iol was exchanged for unspecified atiol lens. Clinical reason for explant mentioned as dysphotopsia. Additional information has been requested.